Event description:
When an attempt was made to administer device defibrillator therapy, a connect electrodes prompt was reportedly observed. The operator checked electrodes connection to the patient in an unsuccessful attempt at correction. No additional event or patient information was reported.